Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited low defib impedance. It was also noted that patient's atrial lead exhibited oversensing. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154770.